Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 4076 implantable pacing lead - (B)(6) 2013. (B)(4).

Manufacturer narrative:
Product event summary: the actual lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated no pacing capture in the rv (right ventricle). (B)(4).

Event description:
It was reported that the day after implant, the ventricular lead exhibited an increase in thresholds and a loss of capture, followed by a polarity switch. A microdislodgement was suspected, and the lead was repositioned. The lead remains in use. No patient complications have been reported as a result of this event.